Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection".

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips using the packaged needle. The syringe felt quite hard to push the product through and towards the end of the injection, the needle came off the syringe after 0.7ml of product was used. The remaining filler went over the patient's face. There were no injuries.